Event description:
It was reported that the event occurred while in the coronarography unit. Difficulty was found when attempting to introduce the intra-aortic balloon (iab) through the super arrow-flex (saf) sheath via femoral. As a result, the iab and sheath were removed successfully. Another kit was retrieved. There was a delay or interruption in therapy noted with no cause harm to the pt. The pt outcome was fine. Reference MDR # 1219856-2012-00045 for the second event involving the same pt. It was noted that this iab was affected by a recall. The customer reported to teleflex in (B)(6), 2011 that they did not have any in stock affected by the recall.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.